Event description:
It was reported that, "doctor revised ha coated psl cup. Doctor decided to increase head size by adding on 40mm c-taper head. The patient had two screws in that were broken causing shell to spin upward. No more information available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.